Event description:
It was reported that the patient's hearing sensation with her tempo+ speech processor has changed. Hearing with the device became unbearable, so that she had to put off the processor. The external parts were changed, but without improvement. Testing was uncomfortable for the patient, but results were within normal limits. Additional testing performed showed however that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.